Event description:
It was reported that the patient underwent a gynecological procedure to treat stress urinary incontinence and pelvic organ prolapse on (B)(6) 2007 and a sling and (bs) obtryx were implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
It was reported that following insertion the patient experienced urinary retention and vaginitis. (B)(4).

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted concurrently with hysterectomy. It was reported that the patient experienced pain, extrusion, urinary problems, recurrence, dyspareunia, vaginal scarring, infection, bowel problems, bleeding and neuromuscular problems. It was reported that the patient underwent an implantation of obtryx transobturator midureteral sling on (B)(6) 2007. It was reported that the patient underwent urehtrolysis and mesh excision on (B)(6) 2009. It was reported that the patient underwent autologous fascial pubovaginal sling on 04/30/2010. It was reported that the patient underwent a vaginal mesh excision and urethrolysis on (B)(6) 2012. (B)(4).

Manufacturer narrative:
Patient code: (B)(4) ¿ urinary tract infection additional narrative: it was reported that following insertion patient experienced urinary tract infection.

Manufacturer narrative:
Patient code: (B)(4) - cystocele additional information. Additional narrative: it was reported that following insertion the patient experienced urinary incontinence and cystocele.

Manufacturer narrative:
(B)(4). Conclusion code: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2007 and a mesh was implanted due to sui. It was reported that patient underwent a minor vaginoplasty on (B)(6) 2008 due to vaginal sling disruption. No additional information was provided. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.